Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and/ or more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, they experienced inadequate co2 removal and pco2 readings of 70 at 11 lpm of sweep. Further information has been obtained from the user facility - they have determined the root cause of the issue to be a crack in their oxygen analyzer connector location in the oxygen line that connects the oxygenator gas inlet port. The connector is not a terumo manufactured product; however, terumo is conservatively reporting this complaint as it involves a life sustaining device. No known impact or consequence to patient. Device was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and is indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 24, 2015. The complaint sample was visually inspected upon receipt, and no anomalies were found. The actual sample was tested for gas transfer performance using bovine blood. No anomalies were revealed in the gas transfer performance of the actual sample, and the obtained values met product specifications. Based on the additional information from the user, they found a crack on the t piece of the o2 analyzer. It can be inferred that gas leaked from the gas line, leading the flow rate of the gas to be lower. A review of the device history records revealed no production related anomalies. From the customer provided information, the root cause is attributed to a crack in the gas line (not a terumo medical device). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.